Manufacturer narrative:
While no serious injury resulted in this event, if this malfunction recurred, it could cause or contribute to a serious injury or require medical or surgical intervention to preclude such. This event, therefore, is reportable per 21cfr part 803. The device was not returned for evaluation. However, the lot number was provided and retained-product testing and/or DHR review are planned. The results will be submitted as they become available.

Event description:
A complaint was received from spain with the following details: 1. During the implantation of a seven xd 5.0mm diameter x 10mm length the dentist noticed deformation in the single use drill. 2. The lot number of the seven xd implant received was w22010618.